Event description:
Additional information received per clinical assessment confirming the presence of a type ii endoleak (due to anatomy and not related to a device failure).

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the reported intra-stent thrombus of both the proximal extension and bifurcated devices. In addition, clinical assessment determined that there was evidence to reasonably suggest a type ii (lumbar) endoleak occurred that was not included in the event as reported; the type ii endoleak (not device-related) was discovered during review of the 7-month post-implant CT scan. Procedure-related harms and the device, user, procedure, or anatomy relatedness of the event could not be determined. No contributing factors were identified. The final patient status was not reported. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx2.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 abdominal aortic aneurysm stent. Approximately seven (7) months post initial procedure, a mural thrombus throughout the graft was detected by computed tomography angiography (cta), but there was no occlusion noted. The physician plans to re-intervene but surgery has not been scheduled. As of date, there have been no additional patient sequelae reported.